Manufacturer narrative:
Product event summary: analysis found the analyzer battery was depleted (normal battery depletion). Analyzer passed all incoming functional tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was an error, analyzer freezes. No measurement possible. The analyzer was replaced but the error persisted. It was noted the analyzer measurements were possible. The programmer and analyzer were returned for service. No patient complications have been reported as a result of this event.